Event description:
On 08/07/2009, contacted vital diagnostics concerning reagents. At that time we were notified of change in control/calibration range/set points. Boxes of the control/calibration were not marked change, nor did we receive an e-mail, fax or mail notification of change. MFR changed cal/range/set point with no "notice" within same lot number. Dose or amount: na. Dates of use: 2009.